Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that one of the patient¿s cervical leads were broken and frayed when the physician opened the pocket for lumbar replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that one of the patient¿s cervical leads were broken and frayed when the physician opened the pocket for lumbar replacement procedure.